Event description:
It was reported that, "during the hip surgery, when the surgeon was using the offset broach handle, it was broken. As a result, it could not hold any broachs. Therefore, he used a spare handle instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.